Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis (apd) therapy. The breach in aseptic technique was further described as the patient had a touch contamination. On the day of onset, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with gentamicin intraperitoneally (dosage, duration, and frequency not reported) and vancomycin intraperitoneally (dosage, duration, and frequency not reported) for the peritonitis event. On an unreported date, intraperitoneal antibiotic therapy was completed. On an unreported date, dianeal therapies were discontinued; however at the time of this report the patient was performing apd therapy. After eight days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.